Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap sleeve gastrectomy, while transecting the stomach, the first firing went as usual. The second firing started to fire and then stopped. The reload was replaced with another, which worked correctly. The next reload would not fire and was replaced with another which also would not fire. The surgeon switched to a different type of reload for the remaining firings. There was no patient injury.